Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation of the pacemaker, the device exhibited backup vvi operation. The patient did not recall any medical procedure or environmental issues that could trigger the backup operation. The device was successfully restored to normal function in clinic.